Event description:
The contact stated, the customer's glucose was tested using 2 contour meters. The older contour meter read 85 and 97 mg/dl. The new contour meter read 223 mg/dl, which was a normal reading for the customer. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant no adverse events were alleged. The customer was advised to dispose of the older meter since it was replaced by the new contour meter. No product will be returned for eval.